Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. The insulin pump went into threshold suspend when his blood glucose levels were not low. His blood glucose level was 134 mg/dl. He received a change sensor and two calibration error alarms. The customer also had issues with bent cannulas. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.